Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an implantable cardioverter-defibrillator change out. The old lead was reused. Impedance anomalies were noted post-procedure. The causes of the anomalies were unknown. No intervention performed and the patient's status was not known.